Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged w/ moisture) issue. It was alleged that there was moisture behind the display screen. The display was also scratched and able to be read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/10/2014 with the following findings: moisture damage was visible in the display screen. The pump could not be powered on. A leak test revealed that there was a leak at a crack in the pump case. When the pump was opened moisture damage was found on the printed circuit board. Unrelated to the moisture ingress, the display screen was scratched.